Event description:
The customer reported that during an apheresis procedure, there appeared to be pink tinged plasma in the red blood cell (rbc) product bag and also in a spun segment. Full patient ID: (B)(6). The customer was unable to provide patient age. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the customer stated they have a concurrent plasma product on hand from the same collection that is not pink tinged. The disposable set rbc product was returned, packed on ice, for analysis. The rbc unit was tested for hemolysis. The test results indicated a measurement of 1.53%, which under environmentally controlled shipping conditions, is slightly above the (B)(4) recommended level. Only the disposable set rbc bag and tubing were returned and they were visually checked for mis-assemblies, kinks, occlusions, and other manufacturing defects, which none where found. Per the service record, the trima machine functionality and calibrations were checked, with no issues where found. The run data file (rdf) was analyzed for this event. The signals in the run data file showed no indication of hemolysis during the procedure. The trima accel system operated as intended. Root cause: a definitive root cause of the alleged hemolysis could not be determined. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc product. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended and is safe to use. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis.